Event description:
Same case as #2029214-2005-00069. The pt was presented for treatment of a relatively wide neck post ophthalmic aneurysm of the left internal carotid artery around 3.2mm diameter. The first tetris 3d coil was delivered with the first two loops of the coil stayed within the aneurysm and not the third loop after multiple attempts. During repositioning, it was noted that the coil was separated from the pushing wire. The micro catheter with the coil partially out was then pulled back and retrieved through the guide catheter. The procedure was continued with a new mc and a cordis microfill coil was deployed within the aneurysm. With the base of the aneurysm was still staining, physician decided to place a curved tip supersoft 2x1 coil at the base. During advancement of the coil, half of it was deployed and it was noted that this coil was also separated from the pushing wire within the micro catheter. The half deployed coil was pulled back with the micro cahteter into the external carotid and then retrieved through the guide catheter. A hyperform balloon was used in attempt to push the coil back into the aneurysm, but was not successful and the coil was embolized into the inferior temporal branch. The coil was eventually retrieved after prolonged maneuvering with a micro snare and an bchelon-14. Pt status was reported as 'ok' first two days after treatment.